Event description:
It was reported that the patient was experiencing no stimulation sensation and that the stimulator would automatically turn itself off for hours. The patient was able to turn the stimulator back on with the patient programmer, but stated it took hours to feel stimulation again. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Programmer model 37743, (B)(4), recharger model 37752, (B)(4), extension model 3708140, (B)(4), implanted: 2008-(B)(6) explanted: unknown, extension model 3708140, (B)(4), implanted: 2008-(B)(6) explanted: unknown, lead model 39565-30, (B)(4), implanted: 2008-(B)(6) explanted: unknown.